Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. According to the field service engineer, the reported problem was solved by cleaning the connection contacts of expiratory channel connector printed circuit board pcb. This will be detected during pre-use check.